Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 68 alarm, no pump error 43, no blank display and no frozen screen noted. Time/clock and all buttons function properly noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power loss alarm noted in the long trace or pump history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was unable to clear the alarms. The insulin pump had blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm displayed on the insulin pump screen. Customer stated that the display returned after insulin pump restart. The insulin pump had frozen display. The time clock did not advance. Customer monitored the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.